Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of lower than 40 mg/dl. The customer alleged that the "pump may have delivered insulin all at once." Customer required assistance obtaining food to address bg level. Although requested, customer declined to upload pump data for review, and declined to continue troubleshooting with tandem technical support.